Manufacturer narrative:
Additional information: on 9/25/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Exemption #e2007003. Device investigation summary: upon receipt the device contained clear gel. No foreign material was observed within the device, red material and gel was observed on the shell surface. During examination a rent was observed on the anterior aspect, measuring approximately 3.1 cm. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Reason for device explant and/or reoperation: rupture and shell irregularities. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption # e2007003. It was reported that a female patient underwent a primary breast reconstruction with a 275cc mentor memorygel breast implant and experienced rupture and a thinner implant shell on the left side post-operatively. As a result, the patient underwent device removal and replacement with a 275cc mentor memorygel breast implant, catalog number 3502751bc on (B)(6) 2019.